Event description:
It was reported to bsc that during an endoscopic retrograde cholangiopancreatography (female pt, age unk), it was difficult to push the guidewire into the bile duct as if some obstruction to passage was occurring" in the rx pre-curved ercp cannula. After removing the guidewire from the cannula, the customer noted that some of the guidewire coating was "shredded". The procedure was completed with another hydra jagwire. There was no reported complication or ill effect sustained by the pt. (See MFR's report number 6000048-2006-00619 for corresponding report on the rx pre-curved ercp cannula).

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.